Manufacturer narrative:
The rptr of the complaint was asked to return the prod for analysis as well as indicate the prod serial#, date of event, implant date and explant date. The info has not yet been rec'd by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial # or implant date was given. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Use of any needle to enter the access port other than those recommended my result in leakage. A surgical procedure will be required to replace a leaking access port." "Caution: once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage the septum."

Event description:
Physician reported "pt report of no restriction 3 mos post operatively. Band filled 3 or 4 times with no fluid return found. I diagnosed leak, explanted and replaced the port. During the surgical procedure, contrast was put through the original port to check for the source of the leak. A drip of contrast was seen exiting out of a needle hole in the port septum."